Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm which were not resolved by insulin pump restart. No harm requiring medical intervention was reported. Customer stated that they had a new battery and replaced she was still having insulin pump error. Customer was able to clear the alarm. The customer was assisted with troubleshooting. The self test did not passed. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify pump error 23, pump error 49, pump error 68 or pump error 75 due to blank display. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with corroded battery tube and corroded motor home switch.